Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had not reported the symptoms. The customer was treated with injection shot. Customer¿s blood glucose level was advised as 500 mg/dl. Customer's father declined to troubleshoot for the high blood sugars. Customer stated that no delivery alarm on his insulin pump. Customer was assisted troubleshoot for no delivery alarm. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set (inf and res). The reservoir is not expected to be returned for analysis. The insulin pump is not expected to be returned for analysis. The infusion set is expected to be returned for analysis.